Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to communicate with a monitor) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open orange (+5v) and yellow (pgnd) wires in the trunk cable. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.